Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds). The device was received in the deployed state. There was blood in the shaft. There was a shaft kink at the nose cone. The handle was received closed. During analysis the handle was opened and the components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was not received for analysis, as it was deployed per the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery. A 6x150x130 innova¿ stent was attempted to deploy; however, deployment difficulties were encountered and the stent delivery system was also difficult to remove. The stent was deployed at the intended area and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery. A 6x150x130 innova stent was attempted to deploy; however, deployment difficulties were encountered and the stent delivery system was also difficult to remove. The stent was deployed at the intended area and the procedure was completed. No patient complications were reported.